Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was alarming for no disposable clamp tubing. Troubleshooting included silencing the alarm and reviewing the settings, the pump was turned off, tubing was clamped and the cassette was removed. Air bubbles were noted. The tubing was massaged while the green tab was depressed and the cassette was tapped on a hard surface. When the cassette was reattached, the pump turned on, but the alarm returned. Troubleshooting steps were repeated once more, but the alarm persists. The pump was turned off and the tubing remained clamped near the port site. The patient was instructed to call clinic when they open this morning for further instruction. No patient injury was reported.